Manufacturer narrative:
This report is submitted on january 4, 2023.

Event description:
Per the clinic, the patient experienced a magnet dislodgement subsequent to a head injury (specific date not reported). It was reported that the patient continued to receive benefit from the device. On (B)(6) 2022, the patient underwent a revision surgery to re-position the implant magnet. The implanted device remains.